Manufacturer narrative:
The device was returned to the philips authorized repair facility for evaluation. Upon receipt, the device underwent a visual inspection. The inspection identified that the speaker wire was routed underneath the frame and that the ribbon cable from the bezel exhibited bent marks. The reported product malfunction could not be confirmed during the evaluation. Evidence indicated that the device had been opened and modified and/or repaired outside of a philips factory or authorized repair facility. Due to the presence of unauthorized modifications, the device was not further evaluated for the reported issue and was returned to the customer unrepaired.

Event description:
Philips received a complaint on a mx40 1.4 ghz smart hopping indicating that the device is displaying an error message and producing no sound. The device was not in use on a patient at the time of the event, there was no patient involvement.